Manufacturer narrative:
(B)(4). Date sent: 6/3/2021. D4: batch # v9452y. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the el5ml device was received with a jaw broken and the remaining part was not returned. No functional test was performed due the condition of the device. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembly, no anomalies were found. In addition, fourteen clips were found inside the clip track. The event reported was confirmed and it is related to improper use of the device. Possible causes for the found condition of the jaws may be due to the device being closed over an existing hard object or clip, thus placing stress on the jaws and causing them to distort and not return to their original dimensions/position, or the excessive application of torque to the jaws when positioning the device on a vessel. Please reference the instructions for use for more information. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic appendectomy procedure, when the surgeon was putting the device down the trocar, the tip broke off. Tip of the device was retrieved. Another like device was used to complete the procedure. There were no adverse consequences for the patient.